Event description:
It was reported that two products failed. First the applier jammed immediately, one clip came out broken. The second applier from the same lot first fired, clips were not coming out, then when they did come out they came out closed. After the second applier failed the surgeon used a manual hemolok applier.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the indicator clip loaded into the jaws, indicating that no clips were remaining in the channel. The sample appears used as there is biological material present on the device. Dimensional inspection was performed on the top jaw. The dimensions measured were the distance between the pivots to the jaw legs and the distance between the jaw legs. The specification for the distance between the pivots to the jaw legs as outlined in part drawing g00441 is .010" +/- .002". The measured distances for each pivot were 0.00912 and 0.00852 which are within the tolerances for this dimension. The specification for the distance between the jaw legs as outlined in part drawing g00441 is 0.099" +/- .008". The measured distance was 0.109, which falls outside of the tolerance for this dimension and confirms that the jaw was bent. First, the indicator clip was manually removed , and the trigger cycle was completed. A buildup of biological material was observed in both jaws, which could prevent the clips from loading properly. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon full engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears were intact. As expected, no clip fired on the first attempt. The device was disassembled in order to inspect the internal components. The top jaw appeared to be slightly loose when attached on the pivot holes. The distance between the jaw legs on the top jaw was measured and it was confirmed that the jaw was bent slightly such that it did not fall within the specification. It was observed that the jaw spring was also bent. It appears that the bent jaw caused the jaw spring to bend upon further attempts to fire the device. The observed damage to the jaw prevented the clips from loading properly into the jaws of the applier. It could not be determined exactly how or when the bottom jaw got bent. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The part drawing for the top jaw, g00441, was also reviewed as a part of this complaint investigation. A corrective action is not required at this time. The top jaw was bent which prevented the clips from firing properly, but it could not be determined how or when the jaw was bent. The reported complaint of "clips closed" was confirmed. One device was returned with the indicator clip loaded into the jaws, indicating that no clips were remaining in the channel. The device was disassembled in order to inspect the internal components. The top jaw appeared to be slightly loose when attached on the pivot holes. The distance between the jaw legs on the top jaw was measured and it was confirmed that the jaw was bent slightly, such that it did not fall within the specification. It was observed that the jaw spring was also bent. It appears that the bent jaw caused the jaw spring to bend upon further attempts to fire the device. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. The observed damages prevented the clips from loading properly into the jaws of the applier. It could not be determined exactly how or when the top jaw got bent.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73c1900029. Investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that two products failed. First the applier jammed immediately, one clip came out broken. The second applier from the same lot first fired, clips were not coming out, then when they did come out they came out closed. After the second applier failed the surgeon used a manual hemolok applier.